Event description:
It was reported that the clipapplier was jammed on an unk firing. They opened another like device and it also jammed on an unk firing. A third device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 08/01/2007. Malformed clip. Instrument batch # d9dp82, expiration date: 04/28/2012; 05/28/2007. Evaluation summary: the analysis results confirmed that one el5ml device (a) was received in good visual condition. The instrument was cycled, fed 2 pear shaped clips due to a double fed incident; subsequent firings fed and formed 5 clips within manufacturing specifications. No jamming issues were noted during analysis. The instrument locked out as intended. The analysis results confirmed that one el5ml device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. No jamming issues were noted during analysis. The instrument locked out as intended but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.